Event description:
Implant broke at the hex upon insertion into humeral head (average bone). Another anchor of the same type was inserted next to it. No adverse consequences with the patient reported due to event. This device is used for treatment.

Manufacturer narrative:
Evaluation of the implaint confirmed it was broken. As initially indicated by the customer, the patient had average bone quality. This implant is indicated for use only in patients with soft osteopenic bone quality. The cause of this event was attributed to misuse.